Manufacturer narrative:
Concomitant medical products: product ID: evproplus-34us transcatheter valve, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a systemic infection. (B)(6) was identified. The complete implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.